Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and fentanyl at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and spinal pain. It was reported that the pump got infected. The patient guessed the event date was "october the 16th." There were no further complications reported at this time.